Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a driver was found worn but did not have surgical impact. No additional information is available.

Manufacturer narrative:
The returned driver was evaluated. The tip was found deformed and twisted, likely from continued use causing accumulated wear over time. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a driver was found worn but did not have surgical impact. However, device evaluation performed by the manufacturer found the tip to be twisted. No additional information is available.